Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy and enterocele repair due to symptomatic large bulging cystourethrocele and rectocele. It was reported that following insertion the patient experienced extrusion, infection, urinary and bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent excision of mesh on (B)(6) 2006 due to erosion of mesh. It was reported that the patient underwent excision of mesh on (B)(6) 2006 due to erosion of mesh. It was reported that the patient underwent resection of anterior mesh on (B)(6) 2007 due to anterior mesh breakdown. It was reported that the patient underwent excision of mesh on (B)(6) 2007 due to extrusion of mesh. It was reported that the patient underwent debridement of exposed suture and graft on (B)(6) 2012 due to pelvic pain and exposure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.